Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es station was unable to signin. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A technical support specialist attempted to verify the customer was able to login to the es server and reached out to the customer to investigate. However, no response was received from the customer.